Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information receveived indicated a device replacement procedure has been scheduled. No further information concerning this report is expected at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated the device was explanted and successfully replaced. There have been no adverse patient effects reported as a result of the procedure. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared end of life (eol). The monitoring voltage was 2.57 volts and the charge time measurement was 34.3 seconds. A boston scientific technical services consultant recommended device replacement. To date, there have been no adverse patient effects reported.